Event description:
The customer reported that the system displayed an x-ray switch stuck error message, thus preventing the system from fully booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced. The system was tested and found to be working as intended and put back into service.